Event description:
It was reported that the green cap on the patient line fell off while the patient was adjusting the patient line in the patient line holder of the set for the amia cycler. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a follow-up report will be submitted.